Manufacturer narrative:
The reported event was unconfirmed. One photo was received for evaluation. In the photo is evidenced the balloon partially inflated and one sided. Received 1 all-silicone foley catheter with syringe. Visually inspected the catheter and no physical defects present. Inflated the balloon with 10ml of methylene blue solution using the returned syringe. Balloon concentricity was found to asymmetrical (100:00). The returned syringe was connected, and the balloon totally deflated passively in 3 min and 56 seconds with no issues or cuffing. The reported event was not confirmed however a new record has been created to investigate the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon could not be deflated during a procedure. As per the follow up information received on 24jun2024 via email, the patient was 41 years, male, approximately 6 feet tall and 250lbs. Impact on the patient was a painful removal of the catheter. No medical intervention was reported. The catheter was removed but not replaced with an another one since the patient no longer wanted it. When the user tried to deflate the balloon with a 10ml syringe, they could approximately remove 8-9ml only. They tried several times, and removed the catheter thinking that there was only 8-9ml instilled at the time of insertion. However, the removal was painful for the patient and once out the user noticed 1-2ml left in the balloon. They again tried removing the water, but couldn't. They reflated the balloon with no trouble and tried to deflate once again where only 8-9ml could be retrieved again. Per investigator's notification received on 03oct2024, it was reported that there was asymmetrical balloon found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon could not be deflated during a procedure. As per the follow up information received on 24jun2024 via email, the patient was 41 years, male, approximately 6 feet tall and 250lbs. Impact on the patient was a painful removal of the catheter. No medical intervention was reported. The catheter was removed but not replaced with an another one since the patient no longer wanted it. When the user tried to deflate the balloon with a 10ml syringe, they could approximately remove 8-9ml only. They tried several times, and removed the catheter thinking that there was only 8-9ml instilled at the time of insertion. However, the removal was painful for the patient and once out the user noticed 1-2ml left in the balloon. They again tried removing the water but couldn't. They reflated the balloon with no trouble and tried to deflate once again where only 8-9ml could be retrieved again.